Event description:
Technical services received a call on 01/13/2012. Caller stated that the output was high on this rv lead. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).